Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). PMA/510(k) number - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) k911684. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00207.

Event description:
It was reported patient experienced left hip dislocation one day post-implantation. The patient was revised two days post-implantation due to luxation and disassembly of components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Analysis of x-rays provided in initial surgical report showed a good positioning of the femoral and acetabular components. Analysis of revision procedure x-ray shows a dislocation between the bipolar component and the femoral head. Dimensional analysis of the returned femoral head found product is conformed to the device specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.